Event description:
It was reported that the patient experienced a pericardial effusion post procedure. No resistance was felt while maneuvering any catheters during the pulsed field ablation (pfa) procedure. The patient is expected to fully recover. The farawave catheter was disposed and not expected to return, therefore, the lot number is not available. It was further reported that a transesophageal echocardiography was used to identify the effusion. The patient experienced chest pain, and pericardiocentesis was performed to resolve the effusion. The patient was discharged three days after the incident. Approximately 38 applications were administered, and ablations were performed only on the veins. The anticoagulation regimen used before and after the procedure was a typical anticoagulant regimen using heparin. The activated clotting time was maintained at greater than 300 seconds.

Manufacturer narrative:
Detailed product information was not provided to bsc. It was not available because device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.